Event description:
Medical staff reported that a lap-band device was removed because it was "defective." Follow-up findings: the pt came in for an adjustment and "complained of no restriction." The surgeon "pulled out less cc's then he had previously put in and confirmed that there was no restriction." No diagnostic testing was performed. The surgeon believed that the leak was either in the "band or the port" and an explant and replacement was performed. [Per the physician's office] there is no information in the pt's chart as to whether the band or the port were explanted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."